Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a potential false negative sars result on two patients. Customer states the patients stated they tested positive using an at home rapid antigen test 24 hours later than original testing. Report 2 of 2.